Event description:
It was reported that this device was explanted due to intermittent exit block and pacing impedance > 2500 ohms. No patient complications have been reported as a result of this event.